Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and haemorrhage ("frequent hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), swelling ("swelling in all the body"), pruritus ("itching in face"), urticaria ("wheals in face"), erythema ("redness in face"), vertigo, cervicitis ("cervicitis"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced scar ("cosmetic damage in her belly due to device removal") and anxiety ("multiple charts of anxiety"). The patient was treated with surgery (fallopian tubes and her uterus were removed). Essure was removed. At the time of the report, the abdominal pain, haemorrhage, swelling, pruritus, urticaria, erythema, cervicitis and adenomyosis had resolved, the scar, endometriosis and anxiety outcome was unknown and the vertigo had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, endometriosis, erythema, haemorrhage, pruritus, scar, swelling, urticaria and vertigo to be related to essure. The reporter commented: patient suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems . Most recent follow-up information incorporated above includes: on 11-feb-2019: new events added: cosmetic damage in her belly, frequent hemorrhages, swelling in all the body, itching in face, wheals in face, redness in face, abdominal pain, vertigo, cervicitis, adenomyosis, endometriosis, and multiple charts of anxiety¿ were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('unjustifiable breakages of the device inside her body') and haemorrhage ('frequent hemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), swelling ("swelling in all the body"), pruritus ("itching in face"), urticaria ("wheals in face"), erythema ("redness in face"), vertigo, cervicitis ("cervicitis"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), scar ("cosmetic damage in her belly due to device removal") and anxiety ("multiple charts of anxiety"). The patient was treated with surgery (fallopian tubes and her uterus were removed). Essure was removed. At the time of the report, the abdominal pain, haemorrhage, swelling, pruritus, urticaria, erythema, cervicitis and adenomyosis had resolved, the device breakage, scar, endometriosis and anxiety outcome was unknown and the vertigo had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, device breakage, endometriosis, erythema, haemorrhage, pruritus, scar, swelling, urticaria and vertigo to be related to essure. The reporter commented: patient suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('unjustifiable breakages of the device inside her body') and haemorrhage ('frequent hemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), swelling ("swelling in all the body"), pruritus ("itching in face"), urticaria ("wheals in face"), erythema ("redness in face"), vertigo, cervicitis ("cervicitis"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), scar ("cosmetic damage in her belly due to device removal") and anxiety ("multiple charts of anxiety"). The patient was treated with surgery (fallopian tubes and her uterus were removed). Essure was removed. At the time of the report, the abdominal pain, haemorrhage, swelling, pruritus, urticaria, erythema, cervicitis and adenomyosis had resolved, the device breakage, scar, endometriosis and anxiety outcome was unknown and the vertigo had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, device breakage, endometriosis, erythema, haemorrhage, pruritus, scar, swelling, urticaria and vertigo to be related to essure. The reporter commented: patient suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), haemorrhage ('frequent hemorrhages') and device breakage ('unjustifiable breakages of the device inside her body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), swelling ("swelling in all the body"), pruritus ("itching in face"), urticaria ("wheals in face"), erythema ("redness in face"), vertigo, cervicitis ("cervicitis"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). On an unknown date, the patient experienced scar ("cosmetic damage in her belly due to device removal"), anxiety ("multiple charts of anxiety") and device breakage (seriousness criterion medically significant). The patient was treated with surgery (fallopian tubes and her uterus were removed). Essure was removed. At the time of the report, the abdominal pain, haemorrhage, swelling, pruritus, urticaria, erythema, cervicitis and adenomyosis had resolved, the scar, endometriosis, anxiety and device breakage outcome was unknown and the vertigo had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, device breakage, endometriosis, erythema, haemorrhage, pruritus, scar, swelling, urticaria and vertigo to be related to essure. The reporter commented: patient suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems . Most recent follow-up information incorporated above includes: on 3-apr-2020: reporter¿s information provided, and the event ¿device breakage¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the adverse event ¿ patient suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems¿ was updated to ¿device removal.¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] unjustifiable breakages of the device inside her body [device breakage] frequent hemorrhages [hemorrhage (nos)] cosmetic damage in her belly due to device removal [scar] swelling in all the body [generalized swelling] itching in face [pruritus facial] wheals in face [urticaria localised] redness in face [redness of face] vertigo [vertigo] cervicitis [cervicitis] adenomyosis [adenomyosis] endometriosis [endometriosis] multiple charts of anxiety [anxiety]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("unjustifiable breakages of the device inside her body") and haemorrhage ("frequent hemorrhages") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced abdominal pain (seriousness criteria medically important and intervention required), haemorrhage (seriousness criterion medically important), generalised oedema ("swelling in all the body"), pruritus ("itching in face"), urticaria ("wheals in face"), erythema ("redness in face"), vertigo ("vertigo"), cervicitis ("cervicitis"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). On unknown date she experienced device breakage (seriousness criterion medically important), scar ("cosmetic damage in her belly due to device removal") and anxiety ("multiple charts of anxiety"). The patient was treated with surgery (fallopian tubes and her uterus were removed). Essure was removed. At the time of the report, the abdominal pain, haemorrhage, generalised oedema, pruritus, urticaria, erythema, vertigo, cervicitis and adenomyosis had resolved. The outcomes for device breakage, scar, endometriosis and anxiety were unknown. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, device breakage, endometriosis, erythema, generalised oedema, haemorrhage, pruritus, scar, urticaria and vertigo to be related to essure administration. The reporter commented: patient suffered serious health problems and adverse events due to the device and underwent salpingectomy and hysterectomy to resolve these problems . Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: new reporter (family member) added. Annex e codes are updated for related events. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.